Event description:
It was reported that there was a 10 point difference between the systolic values of an acumen finger cuff and brachial cuff during a case. Issue was seen after cuff placements and start up. The map value difference between both devices were around 10 to 20 points. Staff recalibrated and zeroed hrs and difference remained the same between art and brachial cuff values. Cuff placement was moved from ring finger to index finger after rezeroing and the hrs was placed lower to match the values. Map values eventually matched, systolic value differences remained within single digit, and the diastolic remained close. Cuff was connected to a hemosphere vita monitor. Issue occurred on (B)(6) 2024 at 0930. Cuff placement, error messages, lot number, and troubleshooting steps information requested, but were unknown. There were no patient injuries. The device was disposed after the case. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was disposed after the case. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event.